Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt stated at today's follow up that he's been unable to turn up device. States he "never had relief anyways". System interrogated and impedance check shows contacts 0-7 oor and connectivity shows no connection. Hcp states pt works in heavy construction and may have fx lead. Pt would like explanted. Rep reported that patient reporting that his controller says, ¿desired therapy unavailable¿ when trying to increase stimulation. Ipg was interrogated and impedance check shows red/do not use on all contacts. Lead connectivity check showed all connections as red ¿x¿ in 0-7 port. Therefore, therapy unavailable. Cause was not determined but physician mentioned pt works in heavy construction and believes it could be a result of this work. Pt was referred to outside physician as the current managing physician, is retiring. Date of appt and potential explant requested by pt is unknown at this time.

Event description:
Additional information was received, it was reported no follow up was scheduled. The patient's ins remained implanted and off. All impedances showed 40,000 do not use.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.